Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated device and two suprarenal aortic extensions on (B)(6) 2014. On (B)(6) 2016 the patient was implanted with two additional limb extensions to repair a type 1b endoleak. Upon follow up on (B)(6) 2016 a potential tear in the graft material was identified. The leak appeared at the suture line of the bifurcated stent. A secondary intervention was done on (B)(6) 2016. The physician elected to implant a infrarenal aortic extension and an additional bifurcated stent to seal the endoleak. The patient is stable.

Manufacturer narrative:
At the completion of the investigation, based on the patient information received, the clinical evaluation was able to confirm the reported aneurysm sac growth, type 3b endoleak, and the coil embolization procedure. The clinical evaluation additionally identified the following potential contributing factors to the reported event; anticoagulation therapy and antiplatelet therapy. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event. The devices remain implanted in the patient and were not available for evaluation. There have been no additional adverse events reported for this patient at this time.

Event description:
Additionally it was reported the patient had a coil embolization procedure completed on (B)(6) 2016 to seal an endoleak.